Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the report that the wireless doesn't always work. Virtuoso and concerto devices were interrogated from over six feet away with no fault found. Failed common mode wrist electrode tests; ECG (electrocardiogram) connector found loose on a printed circuit board. Signs of water damage on the screen. Rusty hinge and rusty screws. Corrosion found under the keyboard compartment. Missing screw in the hinge plate. The top hinge cover bullets are missing. Programmer is very beat up.

Event description:
It was reported the wireless did not always work. It was also reported the screen hinge is loose, top caps missing, keyboard hinge is broken, and the programmer is "beat up". The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications were reported as a result of this event.